Manufacturer narrative:
Visual inspection of the tapered screw-vent implant identified a fractured retaining screw stuck in the implant drive feature. The top part of the screw was not returned. No device lot number was provided so a device history record review and a complaint history review could not be performed. The complainant reported that the ¿patient reported to the office with a loosened screw.¿ this complaint was non-verifiable, as the exact details of device usage could not be replicated. The root cause could not be determined. Date of birth not provided. Weight not provided. Brand name unknown / not provided. Device product code unknown. Lot number unknown. Email not provided. PMA/510(k) number unknown. Device manufacture date unknown.

Event description:
The doctor reported an unknown abutment screw loosening.